Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the 00mlx mlx 300w xenon lightsource blew a fuse and was smoking. The smoking was thought to be from using the wrong cable. Additional information was received on 13nov2018 and 19nov2018, stating that the lightsource was used during an unspecified procedure, and the patient was under anesthesia when the unit smoked. There was a delay of surgery of a few minutes, however, there was no patient adverse consequence as a result of the delay. The action that was taken after the product problem occurred was that it was replaced with another lightsource. There was no patient harm reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection of the returned unit found customer applied labels, no physical or visual damage on the mlx unit. Functional testing found that the mlx unit was functioning properly. There were no smoking smell from the unit. The lamp ignited without any difficulty. The lamp was turned on 10 consecutive times and it turned on repeatedly. The lamp ran for 30 minutes and did not turn off. The reported complaint is unconfirmed. UDI#: (B)(4).

Event description:
N/a.